Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned and replaced. No further patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had a pacing impedance measurement greater than 3,000 ohms. The pacing thresholds were also increased. Review of device memory showed the impedance measurements had begun to increase around the time the patient reported having fallen. A revision procedure was performed. During the revision, the lead was tested with a pacing system analyzer (psa). Psa measurements noted the lead still had out of range impedance, and no sensing.